Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' wife reported via phone call that her husband was hospitalized on (B)(6) 2017 due to high blood glucose. The customer experienced symptoms such as nausea, abdominal pain, thirsty, bad headache and frequent urinating. Blood glucose at the time of the admission was 680 mg/dl. The customer was treated with insulin. The customer was wearing the insulin pump during the hospitalization. Customer's wife states that her husband has been experiencing high blood glucose levels of 300 mg/dl to 450 mg/dl the whole week. Troubleshooting was declined and the customer would want the insulin pump replaced because he does not feel comfortable using the current pump. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime , and excessive no delivery alarm test. Unit functioned properly. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.